Event description:
Many months of bleeding to the point of passing out and being extremely dizzy due to 9-11 oz of bleeding during menstrual cycle. Lots of dr appointments with zero answers and leaving dr stumped. As soon as implants were removed, the bleeding stopped and has yet to return. Neck problems - unable to turn neck left or right. Symptoms stopped as soon as implants were removed. Cellulitis and multiple sicknesses - unable to conquer until after implants were removed.